Event description:
It was reported that a 78-year-old female patient underwent a breast surgery with a 425cc mentor memorygel breast implant. Post-operatively, the patient experienced a rupture on the right side, which was confirmed during a physical exam. As a result, the patient underwent removal and replacement with an unspecified implant on (B)(6) 2022.

Manufacturer narrative:
The product was returned to mentor for evaluation. Mentor conducted visual inspection of the returned device. Device evaluation summary: visual analysis of the returned sample revealed that the breast implant was ruptured. Additionally, a crease/fold was observed on the edges of the rupture. The evaluation determined that the cause of the rupture is consistent with normal wear. The instructions for use states that ruptures can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following may cause implants to rupture: stressing the implant during implantation or other procedures and weakening it; folding or wrinkling of the implant shell. Breast implants may also wear over time. A second product was received (lot 6411012). No adverse events were reported for this concomitant (contralateral) device, therefore no further analysis is required. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On october 20, 2022, mentor became aware that the patient was replaced with a 375cc mentor memorygel breast implant. Manufacturer's reference number: (B)(4).